Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: >7.5, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio meter = >7.5 inr; 7.5 inr has been utilized for comparison test. Reference = 1.7, mean = 4.60, confidence limits = 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Customer results analyzed and accuracy criteria not met. Previous in-house test on strip lot #080731a (B)(4) revealed accuracy met criteria. No further investigation is required. As of 11/13/2009, 4 discrepant result complaints were reported for lot #080731 yielding a complaint rate of 0.04%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required as product deficiency not established.